Event description:
During prostatectomy a portion of the jaw of the robotic-assisted jaw broke off into patient, retrieved. Post-procedure patient to ICU in stable condition (to ICU as he remained intubated secondary to hypercapnia).